Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 6935m62 implantable lead implanted: 2013-(B)(6), product ID 419688, implantable lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient was admitted to the hospital exhibiting a large hematoma at the incision site. The hematoma was evacuated and bleeders around the pocket were cauterized. The device remains in use. No patient complications have been reported as a result of this event.